Event description:
Additional information was received from the patient. The patient reported that they did not know when they first noticed the issue of not being able to pee. They reported that they did experience urinary retention prior to the device, and it was unknown if the retention was worsened as a result of the device or therapy. They reported that catheterization was a standard of care prior to the device.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# v836403, implanted: (B)(6) 2011, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the lead issue was unknown. They stated that they couldn't pee and had urine in their bladder, over 500cc. When asked about resolution they stated that they didn't know what steps were taken but that they could pee now. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: v836403); product type: 0200-lead; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the healthcare provider (hcp) was inquiring if the patient was eligible for MRI with a retained lead fragment. The hcp read from an operative report from (B)(6) 2024, stating that the lead was "partially removed with lead zero remaining deep to the sacrum, lead migrated well into the sacrum and appears to be at s2, lead zero migrated out with the rest of the lead but then caught on the sacral edge and did not come out with the rest of the lead." The hcp noted an x-ray confirmed the single lead fragment remaining and confirmation it was 6 or less cm and on the opposite side of the new interstim system placed.